Event description:
It was reported that the patient underwent a ¿med procedure for a disk herniation. It is reported that the scope had a dark poor image. The incident was confirmed at the beginning of the surgery. The scope was replaced with another one, and the surgery was continued. This incident delayed the surgery less than 15 minutes. S<(>&<)>r confirmed that the shaft of the scope was bent gently.¿ no patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.